Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: machine pressure sensor auto zero failed" error code (1108). The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "check vent: machine pressure sensor auto zero failed" error code (1108). During troubleshooting, the error code was confirmed in the event log. Onsite service was requested. Investigation ongoing / resolution pending

Manufacturer narrative:
A service engineer (se) evaluated the device, and reported that the issue was not duplicated during the pre-operational check. The se reviewed the evetnt log, and it was confirmed that the 1108 error code was recorded. The se then verified the pin alignment between the solenoids and the data acquisition (da) printed circuit board assembly (pcba). The se then replaced the machine auto-zero solenoid valves (sol 2 and sol 4), and the da pcba. A performance verification test (pvt) was performed, and the device passed. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.